Event description:
Allegedly the patient was revised for: pain, slightly raised metal ion levels & a build up of fluid in the hip joint.

Manufacturer narrative:
This is the same event as 3010536692-2015-00611. This event occurred in the (B)(6).